Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alarm of a cadd®-solis ambulatory infusion pump went off. No information was indicated due to blackout of the screen. It did not allow the customer to operate the product with keys. After that, the product became unable to be powered on. It is unknown if there was any adverse event or medical treatment required..